Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open when attempting to access medication. The drawer remained blocked and did not extend, and no error message was notified on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer found that rails were failed due to friction and bearings due to fatigue. The fse removed cubies, powered off the cabinet, removed and replaced the drawer with a new assembly. The fse restarted the cabinet and configured the drawer. The pharmacy then replaced cubies in the new drawer 1.1 and 1.2. The system functioned as intended after the field service engineer repaired the device.